Event description:
It was reported that the patient presented with noise exhibited on the implantable cardioverter defibrillator. Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 2017865-2022-12551 related manufacturer reference numbers: 2017865-2022-12552 new information received notes that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) and the atrial lead both exhibited pacing inhibition and inappropriate automatic mode switch due to noise over-sensing. It was also found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. The whole system including the ICD, the atrial lead and the rv lead was explanted and replaced. Patient condition was stable.